Manufacturer narrative:
G4: 28apr2020. B4: 29apr2020. The device was evaluated by the field service engineer and the reported issue was confirmed. The field service engineer replaced the power switch overlay. The issue was resolved, the device was tested, and the device now functions as intended. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date rec'd by MFR 10dec2019. No part was returned for evaluation. A supplemental report will be submitted if new information becomes available. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/30/2019.

Event description:
The customer reported that the "check vent: alarm led failed" alarm sounded. The device was in clinical use at the time the reported issue was discovered; however, there was no reported patient or user harm. The patient was male. No additional patient information was able to be obtained.